Event description:
It was reported that the programmer would not boot up and needed to be returned for repair. It was also reported the programmer will not load up new software. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067l: rf (radio frequency) head; product ID: 229047, analyzer. (B)(4).